Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (534- over 600 mg/dl) and a correction boluses were delivered to address high bg. The ketone level was large and was considered as life threatening by a healthcare provider (hcp). The customer was hospitalized for diabetic ketoacidosis (dka)/ongoing high bg on (B)(6) 2018 and was treated with intravenous insulin. The hcp alleged that there was an issue with the pump. A pump system check was performed and insulin was observed exiting the tubing; however, at a slower rate than normal. The pump date was off by 1 day. Tandem technical support assisted the customer with correcting date. The hcp did not have the customer resume pump therapy. The customer was still hospitalized at the time of the report and was using IV insulin for insulin therapy. Although multiple attempts were made, the customer's discharge date was not provided.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.